Event description:
During a rotator cuff repair utilizing the healicoil rg sa 4.75mm w/2 ub-bl,cbrd bl, it was reported that the anchor pulled halfway out when tied then, upon manual removal by the surgeon, the distal portion shattered. The bridge did not break. The surgeon stated that the axial alignment was not ¿perfect¿ but was not terrible. The 4.75 threaded dilator was used for hole preparation as indicated in the IFU. The bone quality was reported to be very poor. Upon placing in the lateral with footprint anchors, the suture from the footprint was actually ¿slicing¿ into the bone. The coils, not the bar, were reported to be taking the stress. The anchor was thrown away and not returned to the manufacturer for analysis. A back up device was available, however, the case was completed with a larger size of a competitor's device. The patient's post-operative condition was reported to be fine.

Manufacturer narrative:
(B)(4).